Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The reported patient effect of recurrent mitral regurgitation (mr), as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Based on the information provided a conclusive cause for the reported single leaflet device attachment (slda) cannot be determined. Based on the information provided the reported recurrent mr is the result of the slda. The reported hospitalization and additional mitraclip procedure are the result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Date of event: estimated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported the mitraclip procedure was performed on (B)(6) 2020 to treat degenerative mitral regurgitation (mr). One clip was implanted, reducing mr from 4 to 1. On an unspecified date echocardiogram confirmed the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda) and mr increased to 4. A second mitraclip was performed on (B)(6) 2020. Two clips were implanted, reducing mr to <1. No additional information was provided.